Event description:
It was reported that the patient presented urinary incontinence with his artificial urinary sphincter (aus). Onset date is unknown. Physician decided to remove and replace all components with a new aus system. The patient had a good outcome with no further complications.